Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr was unable to duplicate the customer's reported issue. The fsr performed the extended self-test (est) and reported the unit meets factory specifications.

Event description:
The customer reported while using the avea ventilator, the unit is auto-cycling. The customer reported the end user was testing the vent and it was auto-cycling. There is no report of patient involvement associated with the event.